Event description:
It was reported that after pressing on/off button, the device powers off and on by itself. There was no pt use associated with this incident.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio replaced the power supply assembly and then observed proper device operation through functional and device testing. The device was returned to the customer for use. Physio-control further evaluated the replaced power supply assembly and determined that root cause for the reported failure was an electrically leaky filter, designator fl14.